Manufacturer narrative:
As reported, the handle of the optifix straight fixation device ¿locked¿ and deployed broken fasteners when removed from the patient and fired outside the body. The subject device was returned for evaluation. The issue was alleged to have occurred during the first attempted actuation of the device. However, the device was returned with only one fastener remaining. Visual evaluation of the sample finds that the guidewire/back up tabs are bent. Functional evaluation of the sample resulted in the deployment of the last fastener remaining in the device. Note, the fastener deployed during the functional evaluation was intact and not broken. The report of the deployment of broken fasteners is a known result of a bent guide wire/ back up tabs. Based on the sample evaluation and investigation performed, the guide wire and backup tabs were found to be bent from applied forces when in use. Review of manufacturing records shows the product was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2021, when the surgeon tried to fixate the mesh using the bard/davol optifix straight fixation device, the handle was ¿locked¿ when the fasteners were attempted to be deployed on the ventral transversus abdominis muscle and the outside of the inferior epigastric artery and vein. When the device was taken out of the patient¿s body the handle was grasped again, and a broken fastener was deployed. The handle was then grasped again, and a broken fastener was deployed. When the handle was grasped again, the fastener was deployed as usual. It was reported that the problem occurred during the first fastener with the device, therefore no fasteners were deployed into the mesh. It was also reported that the usage of the device was stopped, and there was no reported patient injury.